Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There was no motor error alarm on the insulin pump. However, the insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners and peeling address/serial label sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose level was 24 mmol/l. Customer advised the insulin pump was able to complete the rewind process. Customer advised during a basal the insulin pump alarmed motor error. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.